Event description:
A customer reported that the t:slim x2 pump battery would not charge, releasing a power source alert. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to plug the pump into a working outlet for 30 consecutive minutes, which resolved the issue, and no further assistance was required.